Event description:
An eye care practitioner reported that a pt who had been successfully wearing focus dailies contact lenses was refitted with focus night & day lenses for extended wear. The focus night & day lenses were fitted without incident and there were no adverse signs after 7 days of wear. The pt returned to th eye care practitioner in 2004 complaining of a sore (painful) left eye. The eye care practitioner observed an anterior chamber reaction and diagnosed iritis. The pt was referred to the local hospital eye casualty department where the diagnosis was confirmed. The hosp prescribed treatment (unspecified) and the incident resolved. The pt resumed wear of focus night & day on an extended wear basis. In july 2004 the pt returned to the eye care practitioner with another attack of iritis this time in their right eye. (Separate medwatch report and the pt has successfully resumed wear of focus dailies lenses. No further info is available at this time.